Event description:
It has been reported that when the physician tried to remove the guidewire, the tip of the wire came off in the bile duct of the liver. The device is expected to be removed from the bile duct and returned for evaluation.